Event description:
Olympus fse visited the facility to repair dsd endoscope disinfector. At the conclusion of the repair and prior to running a "test cycle", fse changed the cycle time from 30 minutes to 15 minutes. At the conclusion of the "test cycle", he neglected to return the cycle time back to 30 minutes. Four endoscopes were processed the next day and ultimately were used on patients. No patient injury has been or is being reported.

Manufacturer narrative:
Evaluation was by interviewing the risk manager at a hospital in 2009. Per risk manager, fse repaired the machine and changed the cycle time from 30 minutes down to 15 minutes to run a 'test cycle' to verify that the repairs corrected the problem. Fse failed to change the cycle time back to 30 minutes. (Facility uses rapicide.) The next day the facility processed 4 endoscopes at the lower cycle time. These scopes were ultimately used on patients. Upon learning the dsd-201 was not at the proper cycle time, notified the appropriate people to have it changed back to 30 minutes. This was done within 24 hours of being noticed. All patients were informed and were retested. No patients reported having any ill after effects as a result of this incident. The facility has since made the staff aware of the 2 settings. They know to notify an appropriate staff member should they notice an incorrect setting again.